Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® urine collection cup had foreign matter in tube; biological and nonbiological. This event occurred 400 times. The following information was provided by the initial reporter: the customer stated the urine cups were cloudy from two sample cups.

Event description:
It was reported before use the bd vacutainer® urine collection cup had foreign matter in tube; biological and nonbiological. This event occurred 400 times. The following information was provided by the initial reporter: the customer stated the urine cups were cloudy from two sample cups.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for unknown foreign matter with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.